Event description:
It was reported that the needle broke and blocked inside the device ar-12990 (lot: 15214314). There was no harm for patient, operator or third party reported. No further information received. Update avoe 10-jun-2024 it was confirmed that the error occurred during a root repair surgery on the (B)(6) 2024. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with difficulty, the surgeon had to use another implant to transfix the ligament. A different device (quick pass lasso) was used to finish the procedure. It was not necessary to do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.